Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge alarm 1 occurred. A cartridge change was performed resolving the issue. Also, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was 158 mg/dl.